Event description:
It was initially reported by the physician that the patient was not able to feel stimulation and his system diagnostics test likely showed a short circuit condition with a dcdc code 0. Magnet setting was raised and patient could still not feel stimulation. Patient's dcdc code dropped from 2 to 0. Patient is having an increase in seizures. Patient reported of falling down on her neck and has not felt stimulation since then and also experienced an increase in seizures. Patient is being referred for a full revision surgery. Good faith attempts to obtain additional information has been unsuccessful till date. The cause of problem is unknown at the moment. Physician believes that the event might be related to short circuit condition.